Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen articular surface regular constraint catalog # 00597204014 lot # 41068200, nexgen femoral component catalog # 00596601502 lot # 61881100, nexgen stemmed nonaugmentable tibial component catalog # 00598604701 lot # 17515000, zimmer bone cement dough-type catalog # 1102-12 lot # 58987300. Customer has indicated that the product will not be returned because it was remains implanted. Reported event was confirmed by review of x-rays provided. Device was not returned. Review of the device history record (DHR) found three scrapped parts. The root cause is considered to be a patient condition. Multiple MDR reports were filled for this event: 0001822565-2018-03129, 0001822565-2019-01656, 0002648920-2019-00300. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient was revised due to instability, dislocation after multiple falls, synovitis, metallosis, rupture of medical retinaculum and vastus medialis oblique.